Manufacturer narrative:
Service record evaluation: a pre-repair diagnostic assessment revealed a potential bearing defect due to normal wear on the device. Maintenance was performed. After service, the execution of the final inspection has been performed through regular functionality checks of the product. Placeholder.

Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: oscillating saw attachment did not function. When attached, saw does not move. It looks like it jams. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis service & repair evaluation as follows: oscillating saw attachment did not function. When attached, saw does not move. It looks like it jams. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. Placeholder.